Event description:
A report was received that the patient had difficulty charging the battery. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Event description:
A report was received that the patient had difficulty charging the battery. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Manufacturer narrative:
Additional information was received that the patient had switched to another program which seemed to be lasting long enough and it was acceptable to him. The patient is avoiding surgery as much as possible. No further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.